Event description:
This event is being reported for a gelsoft graft. The event occurred in (B)(6). The event was reported to vascutek as follows: the procedure was done in the normal manner for an abdominal aortic aneurysm. After the proximal anastomosis and the clamp was released from the aorta, the physician felt that blood was seeping through the body of the graft. This was not at the suture line but below. The clamp was reapplied to the aorta while the body of the graft was wrapped with surgicell. The distal anastomosis was seen on the limbs of the graft. No actual quantitative figures for blood loss were given. Part of the graft's main body and one limb were kept and will be returned to vascutek. The physician felt the graft was ok to remain in the pt and didn't need to be replaced.

Manufacturer narrative:
Method: sections from actual device have been returned and are currently under investigation. Results: as product is currently under investigation a review of the manufacturing records associated with the affected product was undertaken; this confirmed that the product was manufactured within specifications. Conclusions: as product is still under investigation the root cause of the reported defect cannot be established at this time. Once our inspection and evaluation process if complete, a follow-up incident report will be issued.